Event description:
Reporter indicated that during surgery to replace generator due to end of service, high lead impedance reading was obtained. It was discovered that the lead was severed above the clavicle. The lead was also explanted and a new lead was implanted along with the new generator.